Manufacturer narrative:
The explanted devices will not be returned to bsn were discarded by the medical facility.

Event description:
A report was received that the patient's precision system was explanted due to infection at the pocket site. The patient is reportedly doing well following the procedure.